Manufacturer narrative:
No device malfunction occurred. The logs demonstrate that the patient was admitted on (B)(6) 2016 at 09:08 and at 10:12 the alarm source on the bedside monitor (mon 7) was changed to pulse. The patient was also connected to an mx40 which was the source for the ECG arrhythmia alarms for the patient. Then at 16:16 on (B)(6) 2016 the mx40 was removed from the patient, at which point the bedside monitor was in control. The only alarms that occurred for the patient after the mx40 was removed were respiration and qtc. The bedside monitor alarm source had not been changed back to hr from pulse, so pulse remained the alarm source. At two times in the logs, the bedside monitor was resumed from standby and the logs made a notation that the ECG/arrhythmia alarms were off. This is considered a user alarm handling issue.

Event description:
The customer reported that on (B)(6) around 23:47 there were long pauses and asystole alarms that did not audibly sound. The patient expired.